Event description:
Reportedly, a 19mm valve was explanted after an implant duration of approximately 3 years (35.77 months) due to aortic stenosis (as). The customer reported that a 19mm magna valve was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) and infective endocarditis (ie) on 6 apr 2009. At the implant, customer removed all the calcifications and infected area. There was no problem with the knotting at the sutured area. On (B)(6) 2012, the valve was explanted and replaced with another 19mm valve. At the explant, calcification was observed on entire leaflets. Patient was recovered as of (B)(6) 2012. The device was sent for pathological test at the hospital and will not be returned for evaluation.

Manufacturer narrative:
Device not returned. No device was returned for evaluation because it was transferred to the hospital pathology department for histological testing. No test results have been provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. However, this cannot be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection has not been provided and cannot be confirmed.